Event description:
It was reported that the patient is infected. While in the operating room, the clinician found that the catheter could not be placed due to the "guide wire stuck at the junction hub." A new kit was opened and used.

Manufacturer narrative:
Sample will not be returned for evaluation. Verification testing of the report of difficulty passing the catheter over the swg could not be performed since the sample was not returned for review. However, investigation of a similar complaint indicates that the distal lumen of the catheter may be deformed inside the juncture hub. Based on these circumstances the potential cause of this issue is manufacturing related. A CAPA has been initiated to address this issue.